Event description:
Removal of endosseous dental implant. According to the clinician the implant was placed in site #14 during a routine procedure in class iii bone. The clinician reports that the implant placement penetrated the sinus, resulting in recurrent sinus pain. According to the clinician the implant was removed approx. 7 1/2 months post-operatively and the pt is doing well.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.